Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in his car and opened vial date (B)(6) 2015. Reviewed meter memory: 23mg/dl (B)(6) 2015 01:55:00 pm fasting:yes, 23mg/dl (B)(6) 2015 01:50:00 pm fasting:yes. Customers concern: 23 mg/dl. Customer is a non-diabetic and recently bought a brand new trueresult meter. When he tested his blood glucose levels for the first time ever, a result of 23 mg/dl was produced. Attempted to retest glucose levels with customer while troubleshooting and a result of 23 mg/dl was obtained again. Customer insists he feels physically fine. Customer uncertain of normal glucose levels, as he is has never spoken with his physician about it. No recent changes in diet, exercise, or medications. No diabetic medications. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of malfunction (low reading) was due to the presence of foreign material on the strip connector (blood like substance). The user introduced a small amount to blood into the strip connector which led to a low reading.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in his car and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is a non-diabetic and recently bought a brand new trueresult meter. When he tested his blood glucose levels for the first time ever, a result of 23 mg/dl was produced. Attempted to retest glucose levels with customer while troubleshooting and a result of 23 mg/dl was obtained again. Customer insists he feels physically fine. Customer uncertain of normal glucose levels, as he is has never spoken with his physician about it. No recent changes in diet, exercise, or medications. No diabetic medications. No adverse event reported.